Event description:
It was reported the act button on the insulin pump was not working. Customer's mother stated they were trying to treat and device would not respond. Customer's blood glucose was 335 mg/dl, treated but customer's mother was unsure why it was elevated. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. The device functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.